Event description:
Pt's home health nurse reported that the pt's pump was giving them issues as it was persistently alerting "alarm: replace set 4". Pharmacy troubleshooting was attempted and the nurse was directed to ensure all clamps were open and to try opening and closing the pump door. Troubleshooting was unsuccessful and a new pump is being requested. It is unknown if the pt experienced any adverse events or missed any doses due to the device issue. The pump serial number is unknown. Pump is available for return upon the pt receiving return shipping materials. Pt is infusing 90 gm vimizim, made up of 18-5 mg/5 ml vials. No additional details, dates, or information provided. Indication: morquio mucopolysaccharidoses, unspecified.